Manufacturer narrative:
The device was not returned for evaluation; however the device log files were provided for review. The reported alarms were observed in the device log files. The customer replaced the o2 sensor, calibrated the device and put the device through 11 power cycles and the alarms did not reoccur. The reported malfunction was confirmed through log file review, however, a definitive root cause is unable to be determined.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device exhibited technical failure 316 blower failure. Complainant indicated that there was no patient involvement in the reported malfunction.